Manufacturer narrative:
Section h10: (h3) the evaluation of the revision reported may have been the result of edge loading / impingement, patient conditions, or a combination, which led to polyethylene wear. However, this cannot be confirmed due to the devices not being returned.

Event description:
As reported, approximately 6 years postop the initial right tha, this (B)(6) y/o female patient was revised due to posterior poly wear. Device not returning due to hospital policy. Patient was last known to be in stable condition following the event.